Event description:
During a intervention procedure within a calcified vessel underneath the knee, the balloon burst at 3 atmospheres. Another balloon was used to complete the procedure. Reportedly, the product was inspected prior to use and the physician suspected a hole in the balloon, already prior to inflation. There was no report of pt injury or complications. The product has been returned for evaluation and testing, however, the engineering evaluation is not yet complete. Additional info would be submitted within 30 days upon receipt.